Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material was adhered to a brush while the brush was passing through and exited from the device. A definitive root cause cannot be identified. Reprocessing manual: 1.4 precautions warns for insufficiently reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Reprocessing manual: precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt. "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Manually cleaning the endoscope and accessories states on details of methods of brushing and cleaning for each channel." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. The up/down knob was not fixed perfectly due to deformation of the forceps elevator lever. The light guide lens was damaged. The adhesive of the bending section cover was broken; had a pinhole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, during preparation for use, switch one (1) on the gastrointestinal videoscope froze. The intended procedure was completed with a similar device and with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted foreign material was coming out of the suction cylinder due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the foreign material was coming out of the suction cylinder due to insufficient or incorrect reprocessing noted at estimation.